Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software was not adjusting insulin delivery as intended. There was no adverse impact to customer's blood glucose level. The customer was instructed to reset the pump to resolve the issue.